Event description:
Boston scientific received information that noise was observed on the shock channel. A micro fracture was suspected with the right ventricular (rv) pace/sense portion of the defibrillation lead. The lead was subsequently surgically abandoned and replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.